Event description:
Nurse tested on herself and allegedly received the following results, with two different roche meters, within 10 minutes: 96 mg/dl (inform meter (B)(4)) and hi (greater than 600 mg/dl) (inform meter (B)(4)) no actions taken based on device results. Meter (B)(4) had been used previously on two patients, and no adverse event was reported for them. No adverse event reported for the nurse. Requested return of suspect device and replacement was sent.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began on (B)(6) 2010. On unspecified dates/times, the patient claimed she obtained alleged high blood glucose readings of "133, 277 and 175 mg/dl" with the subject meter. The cca noted that the patient manages her diabetes with insulin (insulin pump user). It is not known if the patient made any changes to her usual routine of diabetes management as a result of the alleged issue. A couple of days after the alleged issue started, the patient reported that she developed a headache, began sweating and was "out of it." It is not known if the patient associated the symptoms with a high or low blood glucose. The cca documented that the patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.